Event description:
On (B)(6) 2013, the patient contacted animas to report he had lost his pump in (B)(6) 2012, while he was hospitalized for a heart attack and stroke, which he alleges may have been diabetes-related. He has been on injections since the pump was lost. This complaint is being reported because although no allegation of pump malfunction, defect, or misuse was noted there is a possibility that the use of an insulin pump may have contributed in an unidentified manner to the hospitalization.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.